Event description:
A caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact on the customer's blood glucose level. The customer attempted to charge the pump using the tandem charging cable and wall adapter, but it did not resolve the issue. However, using a different charging cable successfully resolved the problem, and the pump began charging. The customer was informed that using third-party charging supplies is not recommended unless for troubleshooting purposes. A replacement tandem charging cable was sent to the customer via two-day shipping. No further assistance was required as the pump was operational.